Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During incoming functionality testing the monitor delivered a monophasic pulse. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor delivered a monophasic pulse during incoming functionality testing.